Manufacturer narrative:
(B)(4).

Event description:
On 25sep2018, a patient (pt) called to report an ¿eye infection¿ which occurred two years ago while wearing acuvue oasys brand contact lenses (cl). The pt reported two corneal transplants in the left eye (os) because the first one ¿became cloudy¿. The date of the pt¿s second corneal transplant was (B)(6) 2018. The date of event is reported as 2016. The pt reported the ecp advised the pt that the lenses were 30-day lenses. The pt reported wearing one pair of oasys trial lenses from (B)(6) 2016 until (B)(6) 2016. The pt stated that when the trial os cl was removed and replaced with a new lens, the os hurt so badly that the pt had to remove the new os cl. The pt reported having ¿no useful vision in his os¿. The pt reported the issue started one month after getting the final cl prescription for acuvue oasys brand cls on (B)(6) 2016. The pt previously wore rigid gas permeable cls since the 1970s. The pt reported sleeping in lenses ¿from time to time¿. On (B)(6) 2018 a call was placed to the pt and the medical records were requested. The pt will sign a medical release with the ecp and request the information regarding the event reported. The pt reported ¿tomorrow is the 2nd year anniversary of the event.¿ no additional medical was received. Multiple attempts were made to the pt and ecp to obtain additional medical information. No additional information has been received at this time. The suspect os cl is not available for return. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00ltxv was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.